Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged device has strange odor, and also alleged difficulty breathing/short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 22, 2024, and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged device has strange odor, and also alleged difficulty breathing/short of breath. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed evidence of sound abatement foam degradation/breakdown was observed in this device. Manufacturer initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. No odor observed. Manufactureralso observed customers humidifier heater plate did heat. To check heated tube operation. Manufacturer used a known good manufacturer supplied heated tube and verified the manufacturer supplied heated tube did operate on customer's humidifier. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Black substance, consistent with sound abatement foam degradation, was observed inside the blower box. Black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.